Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 58.0, 61.0 and 141.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed a functional device. During functional testing, the device was advanced through its introducer sheath and a demonstration lantern without an issue. The root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. This damage may be incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils, pod packing coils (pod pcs), a non-penumbra microcatheter and a non-penumbra balloon catheter. During the procedure, the physician implanted one pod coil and two pod packing coils (pod pcs) in the target vessel using the microcatheter. While advancing a ruby coil past the hub of the microcatheter, the physician experienced resistance; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to this patient.